Manufacturer narrative:
Date of event unreported date in 2016. (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set experienced a saline leak from the lower end of the tubing where the ¿soft tubing meets hard plastic before patient connection¿. The event occurred during setup. No patient involvement. No additional information is available.

Manufacturer narrative:
Date returned to MFR to 11/02/2016. The device was received for evaluation. Visual inspection of the device was performed and revealed that the tubing was separated from the luer lock by twisting. The twist caused the separation between components; therefore, the complaint was verified and caused by the automatic assembly of tailend subassy. Should additional relevant information become available, a supplemental report will be submitted.